Event description:
Surgeon drilled bone with 4.2mm x 360mm drill bit per operative technique, calibrated drill bit measured 45mm. Surgeon inserted 45mm locking screw into femur and upon insertion commented it was difficult to tighten. Persisted with solid screwdriver (3.5 hex per gamma kit) and commented it wouldn't advance. I heard a clicking noise, at which point the surgeon said it was stuck and not advancing any further. Tried to remove with wrench and self holding screwdriver from 12 kit at hospital with no success. Closed pt, with protruding screw head. Given pt's pathology and fitness to keep anesthetised, it was decided in acceptance with head of trauma, to close pt and complete surgery with screw insitu.

Manufacturer narrative:
Summary of eval: deviations in the manufacturing and inspection documents were not found. The device was fully functional at the stage of delivery. An investigation could not be carried out as the device was implanted. As only one x-ray image (a-p view but no m-I view) is available, the correct positioning of the locking screw in the oblong hole of the nail could not be confirmed. A clear conclusion is not possible based on the info available. It only could be assumed that potentially the locking screw was inserted obliquely and got jammed in the oblong hole during insertion.